Event description:
[Ihealth covid-19 antigen rapid test] use for covid-19 under emergency use authorization (eua): ihealth covid-19 antigen rapid test- self test. Asymptomatic individual, pre-travel testing. Two positive tests, same lot numbers, then ran the tests with reagent only, positive result as well, leading to conclusion that it is fp reagent or detector based flaw. Had to get pcr tests at (B)(6) each to clear the individuals. FDA safety report ID # (B)(4).